Event description:
It was reported that during a hospital visit, the patient with this right ventricular (rv) lead reported having experienced a syncope episode. The patient and device were examined by the physician. The physician was not able to determine the cause of the syncope. A revision procedure was performed, this rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported. No additional information was provided at this time.